Event description:
It was reported by service report that the fowler drifted when raising. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: fowler clutch.